Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post-accelerated stress test simulated treatment was performed on the cycler and completed without any failures or problems. The cycler underwent and passed a valve actuation test, a system air leak test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b as well as under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. During the inspection, fluid was found in filter hp3. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak was discovered a day after experiencing issues with their pd treatment. The cycler was reportedly displaying drain complication alarms. The alarms persisted and the patient ended up shutting off the cycler. Upon follow up, the patient stated they did not complete their treatment that evening. The following day, when the cycler door was opened to remove the cassette, the patient saw fluid leak out of the cycler. At this point, the patient contacted ts for further assistance. After informing ts of the fluid leak, the patient was advised to discontinue use of the cycler and a replacement cycler was issued to the patient. No visible damage was identified on the cassette that was removed from the cycler. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient informed their pd nurse of the fluid leak and subsequent cycler replacement. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains if necessary. The patient confirmed that their replacement cycler had arrived. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available to be returned for evaluation as it was reportedly discarded.